Event description:
It was reported to MFR when the explanted material was returned for analysis, that the vns pt had surgery due to a lead break. A new device was reimplanted. Attempts to obtain additional info from the physician have been made, but have been unsuccessful to date. The analysis of the explanted lead and generator are currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.